Event description:
Customer reported a "ao channel error". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the mother board. System operates as intended. This MDR is related to ge healthcare complaint.